Event description:
It was reported that implant was removed due to bone loss. (B)(6)2024: implant #3 was placed without complication. (B)(6)2025 patient was seen for uncovering + torque. Apa was taken; bone loss was noted. Healing abutment was placed (B)(6)2025. Patient was seen to have implant #3 removed. Sr. (B)(6) reviewed the pa taken on (B)(6)2025. She determined there was too much bone loss to restore the implant. Patient will replace the tooth with a bridge.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) numbers k011028, k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.